Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy at initial activation.

Manufacturer narrative:
H11 changed from: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Changed to: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Cloud - omnipod 5 software app version. Cloud - smartphone operating system. Cloud - smartphone hardware. Cloud - cgm sensor type.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Upon opening the pod, the needle was observed to have fired into the housing, missing the intended hole in the e-seal. The release bar was disengaged, indicating that the needle mechanism should have been deployed. The misfiring of the needle caused significant damage to the formed needle and resulted in internal corrosion, as fluid was being delivered beneath the pod housing. The needle mechanism components were reset and redeployed without incident. The incorrectly installed chassis caused the formed needle and soft cannula to not properly deploy through the bottom housing causing the reported needle mechanism failure. The pod generated an 0x10 alarm, indicating reset caused by sawcop expiration. The cause of the observed 0x10 alarm could not be determined.